Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that insertion of the intra-aortic balloon (iab) that the iab was difficult to flush and had no arterial pressure waveform. The pressure setting was verified. The iab was replaced with a new iab and exhibited a good waveform as well as augmented pressures. There was no reported injury to the patient.

Manufacturer narrative:
Section b.5. Changed from: it was reported that insertion of the intra-aortic balloon (iab) that the iab was difficult to flush and had no arterial pressure waveform. The pressure setting was verified. The iab was replaced with a new iab and exhibited a good waveform as well as augmented pressures. There was no reported injury to the patient. To: it was reported that upon successful insertion of the intra-aortic balloon (iab) into the right femoral artery that the iab was difficult to flush and had no arterial pressure waveform. The pressure trace was very high and would not zero. The pressure setting was verified. The iab and sheath were replaced with a new iab and sheath into the femoral artery and exhibited a good waveform as well as augmented pressures. There was no reported injury to the patient. Section b.7. Added pre cardiopulmonary bypass (cpb)/coronary artery bypass graft (CABG) <20% ejection fraction. Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. One kink was found on catheter tubing and inner lumen near the y-fitting approximately 71.1cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and blockage was only felt at the kinked location. The condition of the iab as received indicated an kink on the inner lumen and catheter tubing. The evaluation confirmed the reported problem. A kink within the inner lumen will seal the passage. If this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. We are unable to conclusively determine when the kink may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint #: (B)(4), record #: (B)(4).

Event description:
It was reported that upon successful insertion of the intra-aortic balloon (iab) into the right femoral artery that the iab was difficult to flush and had no arterial pressure waveform. The pressure trace was very high and would not zero. The pressure setting was verified. The iab and sheath were replaced with a new iab and sheath into the femoral artery and exhibited a good waveform as well as augmented pressures. There was no reported injury to the patient.